Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 125 mg/dl. The customer reported that the drive support cap of the insulin pump was protruded. The customer reported that the same drive support cap of the insulin pump had previously popped out. The customer also reported that the insulin pump had been dropped. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.